Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
1. The bd alaris pump infusion set's tubing may separate or leak. 2. When this occurs: 1. Treatment will be delayed. 2. There is potential for patient blood loss. 3. The compromised administration set presents a route for infectious agents. 4. Medication may spill, potentially exposing staff and patients to toxic medication (e.g., chemotherapy agents). Also, the spill may present a fall risk, 5. Medication may be wasted.